Event description:
An operation was performed on a patient, because of the detection of an exostose and cyst in the patient's knee. They are stating that this patient had previously had an acl reconstruction, 2 1/2 years earlier, using a biocryl screw. While the problem with the exotose/cyst is not affiliated with the 1st procedure or the device, the surgeon noticed during this second visit to the operation site that the biocryl screw from the acl reconstruction was not fully absorbed and that there was (a hole in the bone tunnel), evidence of osteolysis in the bone tunnel. The surgeon states that the patient is fine. The surgeon has not made an accusation that the osteolysis is related to the biocryl device, but rather he is inquiring about the bone healing. Processes at the area of the biocryl screw.

Manufacturer narrative:
Nothing is being returned for evaluation, however, we are at this point gathering more information that is pertinent and germane towards some clarity on this issue.